Event description:
Pt stopped that the code number. Lot number, and expiration date, printed on the strip vial, are no longer legible. No pt injury was reported technical support. Requested the return of the suspect product and replacement product was shipped.